Manufacturer narrative:
Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows a syringe which has part of one (1) flange broken off. A device history record (DHR) review was performed on the batch associated with this investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of barrel / flange damaged for lot #8107603, item #302833. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review revealed a comment that stated that a keyway on the ionizer dial had become worn which caused excessive movement of the dials which led to barrels jamming in the dials on the ionizer station. This issue could have caused occasional damage to the barrels which was not detected during the in process inspections. Rationale: bd acknowledges that the photo provided by the customer shows a syringe which has a broken flange; however, as the two (2) occurrences reported by the customer would not exceed the acceptable quality limit (aql) of ¿improperly molded components ¿ defects affecting function = (B)(4) aql¿ for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd¿ slip tip sterile syringe flange was damaged. This occurred on 2 occasions. The following information was provided by the initial reporter: after opening the unit package, it was found that flange damaged.